Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 ( type of investigation), (investigation findings), (investigation conclusions), h10, h11. Corrected fields: d1, d4 model #. D4 catalog #, d4 unique identifier (UDI)#, g1, and h6 (medical device code), (component codes).

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse ran the iabp for approximately two hours without issue. The iabp did not alarm. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) had an "EKG trigger" alarm. There was no patient involvement, and no adverse event reported.